Event description:
The customer reported being hospitalized due to high blood glucose. The caller stated that her insulin pump alarmed low battery and started making a beeping noise before her admission. The battery was changed three times, but the device alarmed again. During the call, the customer stated that she was hospitalized due to high blood glucose of 1000mg/dl. The caller stated that when she woke up she fell very sick and could not catch her breath. Then the paramedics were called and they took her to the hospital. Troubleshooting was declined as customer requested a replacement. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. Unable to confirm low battery alarms. The device was received with cracked battery tube threads and reservoir tube lip.